Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen revealed mesenteric perforation. An anchoring prong appeared to project slightly past the lateral wall of the inferior vena cava.

Event description:
On (B)(6) 2001 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen revealed mesenteric perforation. An anchoring prong appeared to project slightly past the lateral wall of the inferior vena cava.